Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left lateral lobectomy of liver, while disconnecting left hepatic vein, the surgeon was able to press the green button, but the device was unable to fire and squeeze the handle. The device was replaced with a new one to resolve the issue and complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic left lateral lobectomy of liver, while disconnecting left hepatic vein, the surgeon was able to press the green button, but the device was unable to fire and squeeze the handle. There was no patient injury.